Event description:
It has been reported to philips that the allura xper fd20/10 system would only produce x-rays intermittently due to a problem with the footswitch. The system was in clinical use and no harm has been reported. The procedure was completed with a wired footswitch pedal. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would only produce x-rays intermittently due to a problem with the footswitch. The fse further investigated the system and found that the biplane footswitch was defective. The fse replaced the biplane footswitch and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.